Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. There was blood in the inflation lumen. The length of the balloon was longitudinally torn. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The inner shaft within the balloon was kinked in numerous locations. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that no additional interventions were taken in removing the device from the patient's body and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca). A 2.25mm x 15mm nc emerge® balloon catheter was advanced for pre-dilatation. However, during inflation at nominal pressure, the balloon ruptured. Despite this, they were able to continue and complete the procedure with the device. No patient complications were reported.